Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related manufacturer reference number: 2017865-2023-16821. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular rv lead and atrial lead. No changes or intervention were reported. The patient was in stable condition.

Event description:
New information noted that the lead noise caused inhibition of pacing on both the right ventricular (rv) lead and atrial lead.

Manufacturer narrative:
Additional information: b5, d6a, h6.

Event description:
Related manufacturer reference number: 2017865-2024-00154. Related manufacturer reference number: 2017865-2023-16821. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the pacemaker the right ventricular (rv) lead and (ra) atrial lead. The physician elected to explant and replace the pacemaker, rv and ra. The patient was in stable condition.

Manufacturer narrative:
Correction: to aware date should have been 12 dec 2023 instead of 14 dec 2023.

Manufacturer narrative:
Correction: missing d6b explant date.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead in one piece for analysis. Visual inspection noted to the lead body and the compressed outer coil consistent with damage occurring due to clavicle crush forces. Electrical testing did not find any indication of conductor fractures or internal shorts.